Event description:
A pin/rod cutter broke while being used on the pt, three broken chips came off. Visual check of operative field checked by surgeon and tech, broken pieces handed off table and given to sales rep. X-ray was ordered, results were read and cleared, no foreign body seen.